Event description:
Boston scientific received information that this right ventricular (rv) lead presented with unstable pacing threshold values four days after being implanted. It was suspected that this lead had micro-dislodged. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Initial inspection found that all four tines were intact. The insulation was bunched in several locations approximately 20 centimeters from the lead's terminal pin. It was also noted that there was separation of the gore covering from the medical adhesive (ma) at the proximal edge of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. Resistance and pressure tests were then completed to assess lead electrical performance and insulation integrity. All measurements were within normal limits indicating conductor and insulation continuity. Laboratory analysis was unable to confirm the field observations that this lead had microdislodged.

Manufacturer narrative:
A revision was performed and this lead was successfully replaced with an active fixation rv lead. The explanted lead will be returned for laboratory analysis. No additional information is available. Once the lead has been returned and analysis completed, this report will be updated.

Event description:
The lead was returned.